Event description:
Customer reported: the green bag pops off of the white plastic piece. This patient was being actively resuscitated at the time that the bag fell apart.  Physician did mouth to tube breathing on pt to maintain positive ventilation until replacement bag arrived. No adverse events reported.

Manufacturer narrative:
(B)(4). Device was not available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.